Event description:
It was reported that the patient¿s husband connected a connector to the ilet without the infusion tubing attached, and the agent instructed the user to remove the connector from the ilet and attach a new connector to the end of the tubing, consistent with a use-of-device problem associated with an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated the event was attributable to use error related to device operation and an unspecified component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.